Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller, serial (B)(6), was evaluated following being returned for an unknown reason. A review of the submitted log file spanned approximately 5 days ((B)(6) 2023 per time stamp). On (B)(6) 2023 from 14:59:48 ¿ 17:47:34 while connected to batteries, there were power cable faults on the black power cable not associated with a power source exchange. The power cable disconnect alarm activated with these events as well. The alarm cleared after switching power sources. The alarm did not affect the controller's ability to operate the pump at the set speed. On (B)(6) 2023 from 21:59:11 ¿ 22:27:25, there was a replace controller alarm that was accompanied by a yellow wrench advisory due to a backup battery test circuit fault. The alarm resolved on its own. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The system controller was functionally tested and found to not communicate with the system monitor. The power cables were swapped in order to continue with testing, and the controller was able to operate as intended during analysis. The controller was able to support pump function for an extended period of time. The controller returned with a damaged white strain relief. The cable jacket and shielding were stripped back revealing a severed blue receiving communication wire, orange transmission wire, and brown relative state of charge (rsoc) wire where the strain relief was noted to be damaged. The power cable disconnect alarms were attributed to a severed rsoc wire in the white power cable. The controller had dim pump running light emitting diodes multiple attempts were made to obtain additional information from the customer regarding the reason for the exchange; however, no response was received. There were no reported issues with the system controller. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot backup battery fault and power cable disconnect alarms. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The controller returned for unknown reasons.

Manufacturer narrative:
B3: event date estimated as product received date. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.